Event description:
Pt had a peripherally inserted central catheter in left arm. Catheter broke at nub. Migration halted by tourniquet. Removed successfully via cut down procedure without any complications.